Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2022 (approximately), a (B)(6)-year-old male child patient's infusion set's tubing/broken at site connector prior to insertion. At the time of the event his blood glucose level was 390 mg/dl. Further, they replaced the infusion set and resumed insulin successfully. No further information available.